Event description:
Information was received from an international service center via repair work order that the device's dump valve was non-functional. There was no pt harm reported. The dump valve was replaced to correct the problem.